Event description:
Customer alleged seat broke. No injury alleged.

Manufacturer narrative:
The consumer is (B)(6) male, (B)(6). The consumers medical condition is stated as preexisting paralysis from the waist down. His medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been using the device for 1 year. The consumer fell, hitting the floor, when the back of the seat broke. No injury or medical intervention alleged. RMA (B)(4) has been initiated for this issue. The device is to be returned for an evaluation.